Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during the removal of kidney stones procedure, a contour ureteral stent was intended to be used. Upon unpacking, it was found that the front end of the stent adhered and the middle part was fractured. The procedure was completed with another of the same device. No patient complications were reported.